Manufacturer narrative:
Upon receipt of additional information, it has been determined that there was not a revision of zimmer biomet products. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that there was not a revision of zimmer biomet products. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: part: unk, lot: unk, unk liner. Part: unk, lot: unk, unk shell. Part: unk, lot: unk, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02417, 0001822565-2021-02419, 0001822565-2021-02420.

Event description:
It was reported the patient was revised for unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.